Event description:
Additional information noted that the atrial lead was exhibiting noise due to suspected insulation damage and the right ventricular lead exhibited noise due to electromagnetic interference. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12544. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial and right ventricular leads exhibited noise. No intervention was performed and the patient experienced no consequences.